Event description:
Customer contacted immucor on (B)(6) 2018 ((B)(4)) regarding a sample in which an allele dropout was suspected with lifecodes hla-dqa1/b1 sso typing kit lot 3004970. The sample was tested and originally resulted in a dqb1 typing of dq5 homozygous with an exact match by the software. The customer suspected a possible allele dropout with the sample and retested the sample with sequence-specific primer (ssp). This resulted in a dqb1 heterozygous typing of dq5/dq9. The sample was then retested by lifecodes sso, resulting in a review probes prompt by the software. The sample required two manual bead changes to result in the heterozygous typing dq5/dq9. The customer stated that they follow immucor product storage and IFU protocols. The incorrect typing was not reported out by the customer. The sample was repeated and the correct results reported out. The customer decided to repeat the sample testing by both ssp and sso due to known gene linkages and also because what the customer considers false negative dq3 probes, were within 30% range from threshold for the sample. The customer will continue to monitor this issue.